Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly could not be opened with the pressure pump, and was subsequently withdrawn from the body. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon was received for evaluation. Cracks were noted to the inflation luer. An in-house presto inflation device was used to inflate the balloon and water was noted streaming from a pinhole rupture on the balloon. No other functional testing performed. One photo was reviewed. The photo shows the lutonix 035 catheter with blood residue. No specific anomalies can be seen. Therefore, the investigation is confirmed for the reported inflation issue and identified pinhole balloon rupture as during inflation of the sample, water streamed from a pinhole rupture on the balloon. The investigation is also confirmed for the identified cracked inflation luer as cracks were noted to it. A definitive root cause for the alleged inflation issue, identified pinhole balloon rupture and cracked inflation luer could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.